Manufacturer narrative:
All pertinent information available to second sight medical products, inc. Has been submitted. The company is submitting this MDR to ensure full compliance with 21 cfr part 803.

Event description:
This patient was implanted with the argus ii device on (B)(6) 2015. On (B)(6) 2016, the surgeon noted vitreous hemorrhage in the patient's implanted eye. The patient was prescribed anti-inflammatory topical eye drops. On (B)(6) 2016, the patient underwent revision surgery during which a vitreous cavity lavage was performed. Fibrotic tissue and fibrosis membranes were removed from the sclerotomy site. Fibrotic membrane over the electrode array was removed as well. The surgeon observed that the retina was well attached, the choroid and ciliary body were attached, and the electrode array was in place. Antibiotics were injected into the eye. The patient was administered cortisone bolus intravenously for 3 days post-surgery. The patient came in for follow-up visits on (B)(6) 2016. The surgeon noted that the cornea was clear and that there was an improved view to the posterior pole. The patient continues to have low intraocular pressure, and is currently on prescribed corticosteroid eye drops.